Event description:
It was reported that the device displayed an unknown alarm. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 02/07/2015 to 09/09/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an unknown alarm. There was no patient involvement.